Event description:
Customer reported that their pump screen was not functioning and required multiple presses to activate. There was no adverse impact to the customer's blood glucose level. Customer support advised several troubleshooting steps, including checking the power source connection and pressing a specific pump button, but the screen only activated when the pump was plugged into a power source. As a resolution, customer support arranged for a replacement pump and instructed the customer to keep the current pump plugged in to access its features until the replacement arrived. The customer was also informed about returning the faulty pump and updating settings and software on the new one.